Manufacturer narrative:
(B)(4). The event of granuloma-like reactions is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The extrusion force value shows an expected consistency of the product. The sterilization cycle is registered as conforming. Device labeling addresses the reported event as follows: contra-indications ¿ juvéderm® volift¿ with lidocaine must not be used in areas presenting cutaneous inflammatory and/or infectious processes (acne, herpes, etc.).

Event description:
Additional information: patient had an "accident involving a football hitting [their] face lead to a series of granuloma-like reactions in all the areas of the filler, one after the other." Patient¿s first reaction was in the lips which has now resolved". The second place to react was in the right cheek which has now resolved. The third place to react was left cheek, this only started a week ago and is mild. Patient saw a plastic surgeon for local steroid injections. Treatment was given to prevent "scar tissue formation". Prescribed medications eventually completely resolved the swellings. Patient has now, however, got a slight swelling in the left cheek and is seeing the plastic surgeon for more treatment. The swelling is only mild. Patient ¿seems to be having an autoimmune response to any filler has in [their] face since after the accident with the football. It does not seem to have improved with antihistamines or antibiotics. Hyaluronidase and steroids have been the cure."

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of bruise, swelling, hardness, lump, and possible immune reaction to the foreign body filler are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: undesirable effects "the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended. ¿ haematomas. ¿ induration or nodules at the injection site. ¿ abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have also been reported. It is therefore advisable to take these potential risks into account. ¿ patients must report inflammatory reactions which persist for more than one week, or any other side effect which develops, to their medical practitioner as soon as possible. The medical practitioner should use an appropriate treatment."

Event description:
Healthcare professional reported patient was injected to the cheeks with 2ml of unspecified juvéderm® voluma¿. Eight months later patient was injected to the lips with 1ml of juvéderm® volift¿ with lidocaine. A month later patient was injected to the lips with 1ml of juvéderm® ultra 3. Patient ¿had no reactions after treatment and was very happy¿ with their result. Three months after the last injection patient ¿had a football hit [their] face with impact, in the area of the top lip and the right cheek.¿ patient developed a bruise and slight swelling in this region. The bruise healed within a week, however the swelling in the upper lip, philtrum, and right cheek began to increase in size. Patient returned to the injecting physician a few weeks after the injury and was prescribed prednisolone for 3 days. The physician requested the patient get a stronger antihistamine prescribed by their doctor as the patient ¿already takes a daily antihistamine for [their] dust allergy.¿ two days after seeing the injecting physician patient began taking prednisolone and fexofenadine. The next day the swelling was widespread around the upper lip and was hard in the areas of the lip filler. There was a lump 2cm in diameter in the right cheek which, on palpation, felt like a lump of filler. Physician injected hyaluronidase mixed with saline to dissolve the affected areas and prescribed clarithromycin. The swelling reduced by half. Six days later patient was injected with more hyaluronidase mixed with saline to dissolve the remaining cheek filler and filler in the upper lip and was prescribed co-amoxiclav for 7 days. The lip has now calmed down significantly, but the filler still feels lumpy in areas. The cheek swelling has increased in the past 3 days. The physician can ¿no longer feel the lump in the cheek prominence area¿ but can see and feel a fluid filled swelling in the entire cheek. The lower lip is starting to feel slightly swollen all of a sudden too. The physician notes this ¿could perhaps be an immune reaction to the foreign body filler everywhere in the face¿ and patient ¿may need more prednisolone and more dissolving¿. This is the same event and the same patient reported under MDR ID# 3005113652-2017-00270 ((B)(4)). This MDR is being submitted for the second suspect product, juvéderm® volift¿ with lidocaine, also a device manufactured by allergan.